Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 800 device was visually inspected and microscopically examined. The balloon kink resistant tubing (krt) was damaged exposing the filament. The krt damage is consistent with tool or a sharp instrument that probably occurred during removal. Fluid loss was observed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump was functionally tested and performed within product specifications. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence. No fluid loss was observed. Additional information was received. Patient experienced dissatisfaction.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence. No fluid loss was observed. Additional information was received. Patient experienced dissatisfaction.